Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, genital haemorrhage and inflammation outcome was unknown. The reporter considered back pain, genital haemorrhage and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, genital haemorrhage and inflammation outcome was unknown. The reporter considered back pain, genital haemorrhage and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, genital haemorrhage and inflammation outcome was unknown. The reporter considered back pain, genital haemorrhage and inflammation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: in previous follow up reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: blocked bilateral fallopian tubes consistent with successful essure. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received. Lot number, reporters information, lab data and rcc were added. Essure insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and inflammation ("inflammation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain, genital haemorrhage and inflammation outcome was unknown. The reporter considered back pain, genital haemorrhage and inflammation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: in previous follow up reported as (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: blocked bilateral fallopian tubes consistent with successful essure.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.